Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Previous investigations found the root cause is attributed to repeatedly loading in rotating bending fatigue beyond the material limit resulting in fatigue crack initiation and propagation with mixed-mode overload final fracture of the material. No corrective action taken at this time. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Whilst impacting in the pinnacle cup a small piece of the white handle cracked off. Surgeon was still able to use handle despite the crack all of the pieces were recovered and none were left in the patient.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous investigations found (B)(4) was implemented on march 12, 2013 that changed the material of the handle from aluminum to overmoulded silicon. The root cause appears to be a combination of product design and heavy usage. The date code j0606 indicates the instrument was manufactured in june of 2006; prior to the change. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: device available for evaluation. The investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete. (B)(4).